Event description:
It was reported that the cartridge was leaking from the cartridge tubing. There was no reported impact to the customer¿s blood glucose level. Several attempts were made to contact the customer for further information, but the customer was unreachable, and the case was eventually abandoned without additional resolution or corrective action.